Event description:
Patient came to clinic for evaluation of abnormal alarms at home. Interrogation showed multiple speed drops to speeds of 1000rpm. Red heart alarm and admitted to ed initially -- pump stop for ~1-2 minutes. Pump exchange planned.